Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. The customer reported the surgeon did not use the final driver. Per the surgical technique the closure top driver should be used only to insert and provisionally tighten closure tops. A separate final driver is to be used during final tightening. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report one of two for the same event, reference 2184052-2016-00056.

Event description:
It is reported the extender was placed on l4 on the right and surgeon tried to set three closure tops, however the threads were collapsed. A new closure top was used to complete the surgery. It is reported the driver broke, however no additional information was available at this time.

Manufacturer narrative:
The returned closure tops were examined. The threads have been deformed and sheared off, consistent with cross-threading during assembly with the mating pedicle screw. The complaint is confirmed, a review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper assembly to avoid cross-threading.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.